Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter stated all buttons were intermittently unresponsive after swimming. The reporter noted moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 8/13/2013 with the following findings: the rubber keypad was found to be intact. All of the keypad buttons responded appropriately. There was no evidence of contamination under the contacts. There was a pump case leak found during testing. The pump case was cracked at the top right corner of the display lens. There was moisture corrosion in the pump compartment. The pump cover was removed and force sensor circuit was inspected, an intermittent condition was found to the force sensor flex pins due a cracked trace near to the pin.